Event description:
In 2009, the pt reported that since two days earlier, the cannulas of 8 insulin infusion sets have been bent. She said her current infusion set is "okay." The pt stated she has used her stomach for her infusion sites for 6 years and has been advised to use other areas. She knows the cannula is bent when her blood glucose elevates. Her normal range is 60-300 mg/dl. She said that before going to bed last night her blood glucose was 389 mg/dl and she decided to treat it in the morning as she was tired. At 4 am, her reading was 495 mg/dl and she changed her site and tried to bolus but was unable to prime. At 10 am, her reading was 368 mg/dl and at 4 pm, her blood glucose was 99 mg/dl. Symptoms are headache and fatigue. She said she has discarded the bent cannulas. Courtesy infusion sets and an infusion set insertion device were sent to the pt. The pt called the day after the original date, and stated her most recent blood glucose was 400 mg/dl and she feels very tired. She removed her infusion headset and the cannula was bent. She stated, she would send this infusion set for eval. On follow up with the pt eleven days later, she stated she received the replacement infusion sets, and her blood glucose levels have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.